Event description:
The pt reported lower blood glucose readings with test strips lot 1j508b. Some time within the last two months, the pt opened the first bottle of test strips from the box and, with the first test strip out of the bottle, obtained a blood glucose reading of 15 mg/dl. Because of the lower blood glucose reading, the pt discontinued use of the test strips. On 2/26/97, the pt performed a blood glucose reading with the second test strip from the same bottle and obtained a result of 25 mg/dl. With the co's rep, the pt obtained a blood glucose test result of 12 mg/dl using the third test strip from the bottle. The desiccant is in the co's bottle. The pt's meter was set to the appropriate code when all tests were performed. The pt does not have normal control solution. He does not have a check strip.